Event description:
It was reported that the pt experienced low back pain. It was determined that the lead had migrated/dislodged. The lead was removed and two "psfs" leads were placed. The pt recovered without sequela.